Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Reportedly, the customer thought boluses would be delivered without request, therefore, meal boluses weren¿t being delivered. Tandem technical support educated the customer on bolus delivery. A bolus was delivered to address bg level.